Event description:
Before the procedure, during preparation of the balloon, the physician performed negative prepapration to the balloon and it would not completely deflate. The information states that a leak was present, but there is no information as to where the leak was located. The device looked perfect when it was taken from the package and there was no mishandling of the product during preparation. Another balloon was used to complete the procedure. There was no reported injury to the pt.